Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited safety mode. The patient reported experiencing symptoms of breathlessness due to the alert. All evidence indicates this pacemaker remains in service. No adverse patient effects were reported.